Event description:
Perforation after one lead turn given after recommended numbers of turns in 2000. Add'l info received on the event reports dizziness with pericardial tamponade 6 months post implant. Pericardiocentesis done to stabilize pt; sternotomy required for atrial repair/suture. Full pt recovery reported.